Event description:
The customer reported an error which resulted in the inability to display fluoroscopic exposures and resulted in the non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector and generator interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.